Event description:
Patient alleged that their biotel blood glucose meter returned readings that were too high causing them to administer too much insulin and become lightheaded. No serious injury was reported and the patient did not seek medical attention.

Manufacturer narrative:
Patient was contacted three times to request return of the affected device and all outreach attempts were unsuccessful as no return was received. Device readings history was reviewed via online portal. No readings from the date of the alleged event were available as the patient had previously opted out of the program and no longer had an active account. Inspection of available device readings found no evidence of inconsistent back-to-back results. No record of control solution tests was found, and the patient did not have control solution available to complete tests during the troubleshooting call. Device manufacturing records were reviewed, and no contributing factors were found. Based on this investigation, there was insufficient evidence to confirm that the alleged issue occurred, but a potential device problem could not be excluded.

Event description:
Patient alleged that their biotel blood glucose meter returned readings that were too high causing them to administer too much insulin and become lightheaded. No serious injury was reported and the patient did no seek medical attention.

Manufacturer narrative:
Device readings history was reviewed via online portal. The allegedly inaccurate results reported by the patient could not be confirmed as the online portal contained no readings logged on or after the date of the alleged event. Device readings history did not contain any record of control solution tests performed on the device. When the patient contacted customer support about their issue, control solution tests could not be performed because no control solution was available. Investigation remains open at this time as the patient has indicated intent to return the affected device, but it has not yet been received.